Event description:
Subsequent to coronary artery bypass graft procedure prior to leaving or at request of surgeon, blood from herat lung bypassw machine that had been hemoconcentrated was being reinfused into patient through a 7f double lumen cvp line. Surgeon requested rapid infusion of blood prior to patient leaving or. Blood bag was placed under pressure by use of a travenol blood pump at 300mm hg. Additional pressure was needed for rapid infusion so the use of a syringe via stopcock was initiated. User withdrew blood from pressurerized bag via syringe at stopcockk and then "pushed" blood into the patient through 7f double lumen cvp line. During course of repeating this procedure the flashball device seperated from the tubing causing blood to spew in the environment and there was a risk of air/infection to the patient entering through broken system. Imediate action was taken to clamp off the line to the patient and tubing in the infusion system was replaced. Blood bag was re-spiked and placed under pressure via travenol blood pump and re-infused into the patient. Patient went into cardiac arrest in or. Prompt resusciative measures were taken, the chest was reopened and air wasnoted to be present within the strictures of the heart. Patient was stabilized, the chest closed and patient transferred to ICU for recovery and monitoring. Patient failed to regain neuerological function and expired seven days post operativedevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: design - inadequate, labeling - inadequate instructions for use, telemetry failure, tubing. Conclusion: device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations, user education provided. The device was destroyed/disposed of.